Event description:
It was reported that the svc coil impedance on the right ventricular lead was high and the lead was suspected to be fractured. Programming was attempted to exclude the svc coil from the shocking vector, but it was unsuccessful. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d154awg implantable cardioverter defibrillator: (B)(6) 2008. (B)(4).